Event description:
It was reported that the patient had a revision approximately one year ago where they moved the implantable neurostimulator (ins) from the left to the right side of her body. It was noted that six months later, the ins was not functioning properly at which time the company representative reprogrammed the patient. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead: model 3093-28, lot# v082173, implanted: 2008 (B)(6), explanted: na. Programmer: model ID 3037, serial# (B)(4). (B)(4).